Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08-apr-2025, the manufacturer was informed that the user was hospitalized due to elevated blood glucose (bg) levels. The user had been experiencing persistent hyperglycemia and was found to have a dislodged infusion set and depleted insulin reservoir prior to hospitalization. The user was admitted and treated with intravenous fluids and insulin. No long-term effects were reported. The user was discharged on (B)(6) 2025 and later resumed use of the insulin pump.